Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: cystectomy with nephrectomy. Event description: or manager informed me that urologist specialists were doing cystectomy with nephrectomy today at around 10:00 and during using our voyant open fusion eb240 device, when urologist wanted to cut coagulated vessels, the knife went out of it's place and blocked. The similar incident occurred last day as well. I was informed by phone by or manager that our voyant has broken second time (one incident had place last day on (B)(6) 2026 during cystectomy and the second right know on (B)(6) 2026 at 10:00 during nephrectomy with cystectomy. I was on road to radom, I came to them to check what happened. The device from yesterday was through out but the other device from today I checked, I didn't find broken knife. Or manager asked ward nurse, which was during procedure to come to tell more information. The nurse explained the knife went out of the place during cutting; it was out of jaws. She put the knife back during cleaning after device was exchanged. They didn't made pictures of damages they occur on device. I made my photos, they are attached. Device is waiting for replacement. Client asked for 2 pcs of voyant eb240 to be replaced. Additional information received from applied medical representative via email on 12may26: please find pictures attached. Please note that I didn't find knife destroyed, when I investigate the handpiece at place. But the nurse told me the knife was out of the jaws and she fixed it when she was cleaning it after surgeons told it's broken. Another additional information I got from urologists who were working with this handpiece, they explained that knife was blocked/stuck in the jaws and it was impossible to work with it any longer. Urologists explained that first time it happens with the same handpiece eb240 from the same delivery day before but it happens almost at the end of procedure - cystectomy and that's why they didn't complained to us immediately. But on the next day ((B)(6) 2026) during cystectomy nephrectomy procedure it happened at the near beginning of the procedure and they told they thought it's really something wrong with this part of delivery and that's when they informed me to let us know and check our products. They told me it was less than 7mm, they cut connective tissue layers around bladder. Yes, patients were in age with calcified tissues but operators knows it¿s more difficult tissues, they tried to use equipment for coagulating and cutting till 7mm. After approx.. 20 activations the device been used before the incident was observed. Regarding lot number, yes, we can also check it by the last deliveries to this hospital (order of 1 box, order no:(B)(4) of 29.04.2026) additional information received from applied medical representative via email on 12may26: the or surgical assistant, which was during operation, explained that knife was blocked, it stuck in the jaws and it was not possible to work with it any longer. Additional information received from applied medical representative via email on 27may26: the operator used other instrument, he had in other hand and gently pushed the tissue from the jaws. Intervention: the device was replaced by another voyant eb240. Patient status: patient didn't injury.